Manufacturer narrative:
Patient city: (B)(6) patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refence number (B)(4) event occured in italy. It was reported that the patient experienced an event of hyperglycemia on (B)(6) 2026, which was treated with insulin injection. No further information is available.